Event description:
The customer reported that the system was displaying a white screen on some xrays, and has shapes in the middle of the screen. The camera was not opening all of the way.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the ffb and hard drive. The system functions properly.